Manufacturer narrative:
Philips service reinstalled the host pc and ippc, restored backups, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that occasional non-specific issues occurred with the patient database on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.